Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ correction. H2: correction/additional information. H6: event problem and evaluation codes ¿ correction. D4: lot no - additional information. D4: UDI - additional information. D4: expiration date - additional information. H4: device mfg date - additional information. D4: catalog no - correction information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.